Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This complaint is duplicate as this event was captured in (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. S&r service history review for part 338.26. Lot 4152302 has been requested. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cruciform screwdriver shaft is bent, the wire of a depth gauge is bent and an impactor head on a dhs set is broken (one piece is chipped off and is missing). These were discovered upon routine inspection at a metro office. No known procedure involvement. This complaint involves one devices. This report is 1 of 1 for (B)(4).